Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to obtain green lights on the telemetry portion of the monitor during a manual transmission. The remote monitor has not sent a transmission and follow-up is unable to determine if cardiac resynchronization therapy defibrillator (crt-d) telemetry was able to obtained. The crt-d remains in use. No patient complications have been reported as a result of this event.